Manufacturer narrative:
Device code 1494- incorrect anatomy. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that the procedure was to treat a unspecified peripheral artery. It should be noted the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, information for use (IFU) states: the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only). In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.

Manufacturer narrative:
Date of event: estimated date. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. An unspecified trek balloon catheter was used; however, it met resistance during advancement. The shaft then became kinked and separated into two pieces outside the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.